Manufacturer narrative:
Concomitant medical products: fr995-23 tissue valve, implanted (B)(6) 2009; ha25021hd tissue valve, implanted (B)(6) 1998.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was capped but not replaced as the patient was downgraded to a dual chamber pacing system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.